Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: h4: the device manufacture date is currently unavailable. Investigation summary: the products were returned to j&j medtech orthopaedics for evaluation. J&j medtech orthopaedics, then conducted visual inspection of the devices received. Two complaint device were received and evaluated. On visual inspection it was noted that both device show marks of having been used hard in the field, as normal in this type of reusable devices. The upper jaws were found to be bent, therefore functional tests were not performed. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the devices are event related and depend on the use and inspection of the devices in clinical practices. As the devices can be damaged on the first or 100th use, the devices must be properly inspected prior to each surgical use. Refer to the devices/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the two expressew ii flexible suture passer -ns would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life. As per IFU; jaws and teeth should align properly. Visually inspect the instrument and check for damage and wear. It was determined that no corrective action is required, and no further action is warranted. However, j&j medtech orthopaedics, will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
This is report 2 of 2 for (B)(4). It was reported that during inspection, it was observed that two expressew ii flexible suture passer -ns devices were broken. During in-house engineering evaluation, it was determined that device was deformed/bent. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.